Event description:
It was reported the patient had no stimulation sensation and no therapeutic effect on the left side after implant. The voltage was turned up to 7.0 v, but the patient still had no stimulation sensation. The lead was replaced, and afterwards the patient got therapy feeling at 2.0 v. Overall the patient was "ok."

Manufacturer narrative:
(B)(4). Final analysis of the lead revealed no anomalies.